Event description:
Tip of k wire broke in 2 pcs, small piece( less than 1 cm) stuck in patient's bone, other piece retrieved. Surgeon unable to remove piece of k wire, decided to leave it in the bone.